Manufacturer narrative:
The warnings in the device labeling state, "when you are using oxygen with this system, a respironics pressure valve must be placed in-line with the patient circuit." And "oxygen accelerates fires." Based on the results of the initial evaluation of the device, it is not believed that the specified one-way valve was in use.

Event description:
Information was received from the provider that the device was allegedly involved in a thermal event. It was reported by the provider that the patient touched the unit and either the heat or a flame caused a minor burn for which no medical intervention was sought. It was reported that the device was being used with an oxygen concentrator. The device was received for evaluation. Initial investigation indicates that lack of a one-way valve with the use of oxygen may have been the cause of this thermal event. However, the results of the investigation are inconclusive at this time. The device has been sent to an outside laboratory for further root cause analysis. A follow up report will be filed when additional information is received.